Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the device was explanted due to a tubing break.

Manufacturer narrative:
Examination of photographs of the device revealed a separation in the exhaust tube of a cylinder near the strain relief. However, quality was unable to determine when the separation most likely occurred. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3912598. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.